Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from two friend/family members and from a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. The patient¿s mother called stated that the patient cannot get their ins to charge and they have been in a lot of pain. The patient can charge their external equipment. The patient called, texted, and emailed their manufacture representative (rep) the last two days and the issue began within the last two days prior to the day of the report which was (B)(6) 2018. The patient confirmed that they have no issue charging their ins. Their ins is charged. The issue is that they cannot feel stimulation which began on (B)(6) 2018. The patient confirmed with their patient programmer that the stimulation is on. They could still increase/decrease stimulation but could not feel it. They know that their ins is on because their pain is more controlled and they can barely walk now. The patient stated that their therapy helps when it is working but there is a loss of therapy since (B)(6) 2018. During the report the patient connected with their ins which showed the low ins battery message on the patient programmer. The patient started a charging session which showed the recharger battery icon is full and the ins battery icon is blinking from 50%-75%. The patient had the ins turned off because it charges faster when the stimulation is off. They have charged the ins twice since noticing that they were not feeling stimulation. The patient noted that they were not told they would need to sit and charge the ins every day. The patient even increased the stimulation to the point when the stimulation goes under their arm and they cannot stand it but they could not feel stimulation when they did that. The stimulation is supposed to be in their legs and hip. The patient¿s ins was implanted because they have a lot of nerve damage in their legs which was caused by scoliosis or surgery for their scoliosis. When asked if the patient had any falls related to the issue the patient stated no but they did have a seizure which caused them to fall and hit their face right before christmas. Their face was busted and bruised. They were not sure what caused the seizure; it happened when they were sleeping. The patient noted that they do not have a healthcare professional (hcp) because their hcp moved. Patient services recommended sending a hcp listings but the patient noted that they would not go to another doctor other than their old hcp. No further complications were reported/are anticipated.